Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is one of two medwatch reports regarding this event. Please see medwatch report 2032227-2014-57315. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that there were air bubbles in the reservoir and his blood glucose was 401 mg/dl. He treated with the insulin pump. The customer stated there were about 100 bubbles and three large bubbles. He further stated the insulin pump was not rewound with a reservoir in place. The customer was advised to change the infusion set when he became able to. Nothing further was reported.